Manufacturer narrative:
Results: the indigo system aspiration catheter 6 (cat6) was ovalized approximately 2.0 cm from the distal tip, and kinked and ovalized from approximately 4.0 cm to 5.5 cm from the distal tip. Conclusions: evaluation of the returned device confirmed it was damaged in the distal shaft. This type of damage typically occurs due to improper handling during use. If the cat6 is pinched or forcefully manipulated during insertion into a sheath, damage such as this may occur. Cat6 devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician inserted the cat6 into the valve of another manufacturer's vascular sheath using a guidewire and the cat6 peelable sheath. The physician cleared most of the clot during the first pass and decided to go back in for a second pass. This time, the physician only used the peelable sheath to insert the cat6 into the vascular sheath and encountered difficulty inserting the cat6. The physician then noticed that the distal tip of the cat6 had been damaged and was completely crushed. The cat6 was not used for the second pass. The procedure was completed using a new indigo system aspiration catheter 5 (cat5). There was no report of an adverse effect to the patient.